Event description:
It was reported that during full checkup of the arctic sun device, customer claimed something was wrong but gave no further information. Per review of wo on 26jan2023, there was no patient involvement. Per follow up information received via email on 26jan2023, apparently there was a pumping issue. One of the pumps was broken and one was on end of life. The date of event occurred was (B)(6) 2023. Assessment not yet done. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to a failed circulation pump. Per follow up information, pumps were found to not function properly. No water filling possible, circulation pump had been found to build no pressure as it had been too weak to work properly. It was also stated that the mixing pump had been found to build no pressure. The circulation pump and mixing pump were replaced during the preventive maintenance process.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Per follow up information, pumps were found to not function properly. No water filling possible, circulation pump has been found to build no pressure as it has been too weak to work properly. Circulation pump was replaced during the pm process. Mixing pump has been found to build no pressure. The device underwent pm servicing while in for repair. Mixing pump was replaced during pm process. Heater and both drain ports were replaced. After replacement device passed all final test procedures. Quick check, calibration, mtk/stk was performed. Device goes back to normal use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (B)(4).

Event description:
It was reported that during full checkup of the arctic sun device, customer claimed something was wrong but gave no further information. Per review of wo on 26jan2023, there was no patient involvement. Per follow up information received via email on 26jan2023, apparently there was a pumping issue. One of the pumps was broken and one was on end of life. The date of event occurred was 20jan2023. Assessment not yet done.